Event description:
During an in-clinic follow-up, the device was in backup vvi mode due to a non-maskable interference, of bit flip. Technical support was contacted and the device was reprogrammed to resolve the event. The patient was stable and will continue to be monitored.